Event description:
It was reported that the patient experienced inadequate stimulation and the lead had migrated that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.